Manufacturer narrative:
The support arm was investigated by our field service engineer. A breakage at the joint nearest to the bracket was found. The support arm was not returned for investigation.the root cause of the broken support arm has not been conclusively determined but most likely has it been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the support arm holding the patient circuit broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).